Manufacturer narrative:
(B)(4); batch #: u94l4u. Additional information was requested, and the following was obtained: please clarify, what is meant by the "chip": not sure. It is taped to a cup in returned box. I didn¿t I tape. Did the active titanium blade break off? Unsure did the white tissue pad break off? Unsure is the white tissue pad completely missing from the clamp arm of the device? If none of the above, what part of the device broke off? Unsure investigation summary: the analysis results found that the device was received with the tissue pad detached and returned. Additionally, the blade tip was damaged, however, the blade was not broken off as reported. The device was connected to a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components, and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade, and tissue pad without having tissue between them. Keep the clamp arm open when back cutting, or while the blade is active without tissue between the blade, and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a lap coley, the chip broke off in patient. Chip was retrieved. They got another harmonic to complete case. No patient complications. No other information is available.